Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they received an error at 7:52am. The customer was helped for simulating the rewind sequence. The customer was also advised to remove the battery from the pump. The customer was advised to wait until the led light stops blinking to insert a new aa alkaline battery. The customer was advised of the meaning of the alarm and was asked to simulate the rewinding of the reservoir. The customer was advised to call back if the alarm appears again.